Manufacturer narrative:
Medtronic received the following information from the journal article entitled; collected transatlantic experience from the pericles registry: use of chimney grafts to treat post-evar type ia endoleaks shows good midterm results sonia ronchey, stefano fazzin, salvatore scali, giovanni torsello, paul kubilis, frank veith, konstantinos p. Donas, felice pecoraro, nicola mangialardi journal of endovascular therapy (2018) vol. 25(4) 492¿498, doi.org/10.1177/1526602818782941. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent graft systems were implanted into patients for the endovascular treatment of abdominal aortic aneurysms (aaa) on unknown dates. The following adverse event occurred; serious injury; pneumonia, acute cardiac failure, pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.